Event description:
It was reported that the patient had the device implanted in (B)(6) 2012. She got a second lead, placed on (B)(6) 2013, directly connected to the existing system. On (B)(6) 2013, the physician attempted reprogramming with the new electrode configuration. At that time, it was noted that channel one did not work properly and that impedances were >10000 ohms. A revision was consequently performed later that week-end. During the revision the doctor disconnected the extension of the first electrode and found the impedances were greater than 10000 ohms on both channels. The physician, reportedly, then opened the device and found he had disconnected the second channel. He then disconnected the extension of the second electrode and implanted two new extensions. Impedances were checked and were found "ok" on channel one. However, on channel two, they were greater than 10000 ohms. The physician disconnected the electrode again and used the trialing cable in position 08-15, and found that impedances were greater than 10000 ohms. The position was changed to 0-7 and impedances were "fine". A new trialing cable was used and impedances were "fine" in both positions. The extension was reconnected to the electrode and the impedances also measured "ok." The systems was reportedly working "well". It was reported the patient had a thrombosis on (B)(6) 2013. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 355531, lot# 0205691432, implanted: (B)(6) 2013, product type: screening device. (B)(4).

Manufacturer narrative:
Final analysis of the multi-lead trialing cable (mltc) found no anomaly. Final analysis of the extension (s/n (B)(4)) found no anomaly. The extension and mltc were tested with a known good lead and ens. The lead proximal end was connected to the mltc, while the lead distal end was placed in a 0.9% saline solution. Using a physician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. Final analysis of the extension (s/n (B)(4)) found no significant anomaly. The body was cut through and segmented.